Manufacturer narrative:
This report is submitted on april 17, 2018, (B)(4).

Event description:
It was reported that the patient experienced dizziness, nausea, headache and light-headedness subsequent to sustaining an impact to the abutment site. Subsequently, the abutment was removed on (B)(6) 2018 and antibiotics were prescribed. Following treatment, the patient's symptoms had reportedly resolved.